Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted into an undisclosed location. The patient had a high reading (no value provided) on the cgm display device and went for a walk at 2030. The spouse was concerned that the patient had not returned home, so he called the police. The patient arrived at 0300 after she had fallen a few blocks from her house and injured her knees crawling home. The patient reportedly experienced hypoglycemia and passed out. No bg or cgm was provided. No treatment for hypoglycemia was documented. While in the hospital for 5 hours, the patient was treated with a tetanus vaccine and IV fluids. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.